Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 28 x 4.50 rebel stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent came off the delivery balloon catheter. A tulip snare was used to completely recover the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.